Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with physician's office reported the patient was not pacemaker dependent and had a history of hypertension. All of the patient's remote device checks had been normal, the last one having been on (B)(6)2010. The patient had last been seen in the clinic (B)(6) 2005.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed no ventricular output. Further testing revealed anomalous output conditions. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis of memory dump data revealed the device lead impedance measured opens on (B)(6) 2010. There is no data to determine the explant date unless further information becomes available.